Manufacturer narrative:
(B)(4). The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that after performing a myomectomy and while the patient was being transported they saw a burn on the patient's foot. The burn was approximately 2 cm in width and located below the foot. 2nd degree burn reported. The burn was treated by drug therapy. Patient current status is fine.